Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause was that larger droplets of solution in close proximity to one another then tend to coalesce and once the water is dried, leave behind a wafer like deposit of the additive.

Event description:
It was reported that light yellow foreign matter was seen on the bd vacutainer® plus plastic whole blood tube, especially around the lavender top. No serious injury or medical intervention reported.